Event description:
It was reported that the load cylinder was leaking and may affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.